Event description:
Device interrogation at office visit revealed that device output current setting had inadvertently been changed to 0ma instead of prescribed parameter, resulting in a loss of vns therapy to the patient. Device diagnostic testing was within normal limits, indicating proper device function. The cause of the inadvertent change in device settings has not been determined; however, it is likely that an interrupted device diagnostic test occurred at a previous office visit, resulting in an inadvertent change in device settings.